Manufacturer narrative:
H.6 investigation summary: catalog number: 367986, batch number: 2355374. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective cap was observed - the side of the hemogard shield was damaged. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for defective shield based on the photos provided. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tube cap was defective. The following information was provided by the initial reporter: the customer claimed that the tube cap is defective.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tube cap was defective. The following information was provided by the initial reporter: the customer claimed that the tube cap is defective.